Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the device channel could not be identified and a definitive root cause of the issue could not be determined, however, the investigation did confirm that the customers reprocessing failed to be practiced in accordance with IFU. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscope¿. ¿1 inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts¿. ¿inspection of the instrument channel¿. ¿1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope suction valve was stuck. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was residual liquid or foreign material was coming out of the channel and the suction cylinder which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that there was residual liquid or foreign material was coming out of the channel and the suction cylinder due to insufficient cleaning or handling of the scope. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive of the bending section cover had a chip, had a crack and a white-clouded area due to chemical or physical stress. It was observed that the scope connector was dirty due to water leakage caused by water invasion. It was also observed that the suction valve operation was heavy due to a scratch on the suction cylinder. It was observed that the adhesive around the objective lens and the light guide lens had a white-clouded area due to deterioration caused by a handling issue. It was observed that the plastic distal end cover had a burn due to the use of a high energy endotherapy accessory without ensuring the sufficient distance from the distal end. Additionally, it was observed that the distal end cover had a burn due to the use of a high energy endotherapy accessory without ensuring the sufficient distance from the distal end. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: suction cylinder and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did not clean, disinfect, or sterilize the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.